Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported rupture of femoral vein (perforation of vessels) resulting in tachycardia, hemorrhage, cardiac arrest and ultimately death, per the account was related to procedural conditions associated with the steerable guide catheter (sgc) and the guide wire. Death, cardiac perforation (perforation of vessels), tachycardia, hemorrhage and cardiac arrest are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Medication required, unexpected medical interventions and surgical intervention were a result of case-specific circumstances was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. The steerable guide catheter (sgc) was inserted but was observed the sgc was unable to advanced due to a big loop in the guide wire. Therefore, the sgc was retracted and the issue with the guide wire was resolved. The sgc was reinserted and advanced into the left atrium (la). Prior to inserting the clip delivery system (cds), the patient experience tachycardia. Medical was administered in an attempt to stabilize the patient. Unfortunately, the patient was unable to stabilized and tachycardia remained. Therefore, cardioversion was performed. The patient was stabilized for a short period of time, but then became hemodynamically unstable. The physician suspected a bleed occurred but was unable to find the location. The sgc was removed, but the status of the patient continued to worsen. The patient went into cardiac arrest and manual compressions were performed. The patient was able to be stabilized; therefore, the procedure was discontinued. Later that day, a ruptured femoral vein was observed. Surgical intervention was performed to stop the bleed but was ultimately unsuccessful and the patient passed away. No additional information was provided.